Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) is behaving in a manner consistent with premature battery depletion (pbd). A technical service (ts) consultant was asked to review device disk data. Ts confirmed device is exhibiting a premature battery depletion and recommended a device replacement in the near future. The device remains implanted. No adverse patient effects were reported.